Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "Reporter called and this rental unit was on a pt and shut down with no alarms. The staff noticed that it happened when the pt began to have a desaturation, according to the reporter, they restarted the unit and it happened a second time. He would like a replacement, the pt will remain on this unit until the replacement unit arrives since they have no other units to put the pt on. Called rentals and asked that this unit is replaced asap. Will follow up with hill rom."

Manufacturer narrative:
On july 11, 2008, cardinal health sent a letter to the user facility seeking additional info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The following info concerning the eval of the device is a summary of the info documented by a cardinal health tech support specialist in response to a phone conversation with a hill-rom (third party service company) representative. The hill-rom (third party service company) service tech evaluated the device, and was unable to reproduce the reported failure of the device shutting down with no alarms. Thus no root cause was determined. The hill-rom (third party service company) service tech ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion the unit was returned to the rental pool ready to be placed back into rental service.